Event description:
It was reported that the customer received an unexpected restart alarm as well as a no delivery alarm. Customer's blood glucose level at the time 190 mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime or fill anomaly noted. The device alarmed unexpected restart after battery change due to faulty capacitor on interface board. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.